Event description:
Healthcare professional reported right side "leaking". Healthcare professional reported "#15 blade to deflate. Marked with sharpie". The device has been explanted.

Event description:
Healthcare professional reported "#15 blade to deflate l and r side. Marked with sharpie". The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "leaking". The device remains implanted.

Event description:
Healthcare professional reported right side "leaking." Healthcare professional reported "#15 blade to deflate. Marked with sharpie." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation and use error: observed two openings assessed as surgical damage, observed delamination on the valve assessed as adhesive failure and observed crack on the valve assessed as cracked valve seat diaphragm valve. As per the investigation procedures creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b1, b5, d4, d6b, d9, e1, h3, h6.